Manufacturer narrative:
(B)(4).

Event description:
A talent taa stent graft system was implanted in a patient (zone four) for the endovascular treatment of a 56mm in diameter thoracic aortic aneurysm. At implant, the proximal aortic neck was 24mm in diameter and the distal aortic neck was 37mm in diameter. Severe thrombus was noted in the distal aortic neck. It was reported that on a follow up CT scan, a distal type I endoleak was identified. As the aneurysm increased over time to 63mm in diameter and the endoleak had not resolved, an intervention was performed. Another manufacturer's stent graft was implanted, resolving the event. The physician stated that at implant the patient's aorta was characterized by being tortuous, hence the aorta was prone to have a distal type I endoleak. An endoleak had been expected to occur, so the event was not attributed to device quality. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.